Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has been within 20 mg/dl and 600 mg/dl. Customer stated that his meter was not linking his blood glucose to his insulin pump. Customer will test his blood glucose and call bayer.